Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient representative reported, right side "following the implantation. There was considerable pain and tenderness in the breast. As well as, capsular contracture, baker grade IV". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative reported right side "following the implantation, there was considerable pain and tenderness in the breast, as well as capsular contracture baker grade IV." Device has been explanted.